Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not responsive in all areas during set up, no patient involvement, display is clean with no impact damage noted, requests troubleshooting. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to calibrate touchscreen and provided instructions, the customer calibrated screen successfully and operation has improved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.